Event description:
It was initially reported that the patient had "all kinds of things go wrong" with their implantable neurostimulator (ins) and desired to have reprogramming but was unable to travel to the physician's office. It was also noted that had to have her device replaced once but did not specify why. Follow up information received from the healthcare professional (hcp) attributed the event to a "flipped" ins. A revision was performed (no date provided). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n319577, implanted: 2012 (B)(6), product type accessory. (B)(4).